Event description:
Reporter indicated that a system diagnostics test was performed during an initial implant surgery which resulted in high lead impedance. Multiple attempts were made to reposition the electrodes and several system diagnostics tests were performed. The surgeon reported that the electrode was irregularly shaped out of the packaging which resulted in the electrode not making good contact with nerve. One of the system diagnostics test resulted in ok lead impedance; however, the patient experienced bradycardia for 6 to 12 seconds. Glycopyrrolate was administered to the patient for the bradycardia, but the patient was still experiencing bradycardia when another system diagnostic test was performed. The physician chose to remove the initial lead and implant another lead. A system diagnostics test was performed with the new lead and the high lead impedance resolved. The patient still experienced some mild bradycardia during the system diagnostics test. The surgeon completed the implant with the new lead. The patient's generator has not yet been turned on by their physician.

Manufacturer narrative:
Vns therapy system labeling lists heart rate/rhythm changes as a potential adverse event possibly associated with surgery or stimulation. Conclusion: device failure suspected and possibly caused or contributed to a serious injury.